Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl via an implantable pump for non-malignant pain use. It was reported that the communicator has not worked since this morning. The patient stated that she could not connect to the pump to deliver a bolus since this morning. Patient stated she is getting not found screen. The patient mentioned that the handset gets stuck at 90 percent and took a very long time to connect to pump. The patient stated that they have not had a bolus since yesterday. The patient service assisted the patient with clearing the data on the handset, and patient was able to deliver a bolus. The communicator was 92 percent charged. The patient assisted the patient with deactivating the tutorial and closing all apps. The troubleshooting steps that were taken on the call resolved the issue.